Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4 coils (pod4). During the procedure, after placing approximately 2/3 of a pod4 coil into the aneurysm, the lantern delivery microcatheter (lantern) kicked back in form of a loop. The physician then retracted the pod4 and attempted twice to implant the pod4 coil; however, during each attempt, the lantern kicked out after advancing approximately 2/3 of the pod4 coil into the aneurysm. After the third attempt, the patient experienced a vasospasm in the gda and the physician halted the procedure. The attending physician did not attribute the vasospasm to the lantern, but to the several attempts to reposition the pod4 coil in the gda.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 47.0 cm from the proximal end. The introducer sheath was loaded on the pusher assembly backward. The embolization coil was detached from the pusher assembly, had the proximal constraint sphere intact, and had offset coil winds in multiple locations throughout its length. The outer diameters (od) of the proximal constraint sphere and embolization coil and the inner diameter (ID) of the distal detachment tip (ddt) were measured and found to be within specification. There were no abnormalities or damage to the atraumatic distal tip of the embolization coil. Conclusion: evaluation of the returned device revealed the ods of the proximal constraint sphere and embolization coil, as well as the ID of the ddt, were measured and found to be within specification. There were no abnormalities or damages to the distal atraumatic tip of the pod4 embolization coil. The pod4 instructions for use (IFU) include vessel spasm as a potential adverse event associated with use. Repeated kicking back of the lantern may have contributed to the vasospasm experienced during the procedure. However, since the lantern was not returned for evaluation, it could not be evaluated for damage and its critical dimensions could not be measured. Further evaluation revealed the embolization coil was detached from the pusher assembly, and the introducer sheath was loaded backwards on the pusher assembly. If an attempt is made to retract a pod4 through a backwards-loaded introducer sheath, detachment of the embolization coil may occur. The detachment of the embolization coil was likely incidental and likely occurred after successful withdrawal of the pod4 through the lantern. Further evaluation revealed the embolization coil had offset coil windings in multiple locations along its length. This type of damage typically occurs due to repeated forceful advancement and retraction of the pod4. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.